Manufacturer narrative:
Device is currently being evaluated by the manufacturer.

Event description:
Boston scientific was notified that during an event while inserting the guidewire, suddenly it separated into two pieces. The distal part of the guidewire was already inserted into the patient and only a small part of the broken guidewire was outside the patient. Able to pull out the broken tip completely. No complications with the patient as a result of this event.